Event description:
Reportedly, this valve was explanted at implant due to mitral regurgitation seen on echocardiography. Incomplete leaflet coaptation was also noted. No further information was provided.

Manufacturer narrative:
H6: evaluation not complete.